Event description:
A patient reported blood glucose results of "178 mg/dl" with a lifescan meter and "140 mg/dl" on a laboratory device, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The test strips and control solution are being replaced to further troubleshoot the meter.